Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell and red particles material was found on the shell. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, broken sharp and wear abrasion. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge broken in the side posterior assessed, as unidentified (tear) opening.

Event description:
Healthcare professional reported, "right side partial rupture. And bilateral exchange from textured to smooth implants, due to the patients concerns with the product". Device explanted.

Event description:
Healthcare professional reported "right side partial rupture, and bilateral exchange from textured to smooth implants due to the patients concerns with the product." Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side partial rupture, and bilateral exchange from textured to smooth implants due to the patients concerns with the product.